Event description:
Pt returned for a routine filter removal, as the filter was no longer needed. Pre-moval cavagram indicated that one arm pf the filter had detached and was attached to the cava wall next to the filter. The physician successfully removed the filter. The arm remains inplanted. There are no plans to remove the arm as it is attached to the cava wall and the pt is asymptomatic.